Event description:
A malfunction alarm was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The pump could not be reset, so cts arranged to send a replacement pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support confirmed the shipping address, sent out a replacement pump, and provided instructions on putting the problematic pump into storage mode for return. The customer was advised to program the settings into the new pump, connect their cgm, and return the malfunctioning pump to tandem within 10 days to avoid charges.